Event description:
This case was initially received via regulatory authority ((B)(6) on 23-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("pain in back, abdomen and neck") and uterine haemorrhage ("uterine hemorrhage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 15 days after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia and metrorrhagia"), metrorrhagia ("menorrhagia and metrorrhagia"), anaemia ("anemia"), insomnia ("insomnia"), night sweats ("sweating at night"), abdominal distension ("swollen abdomen / bloating"), back pain ("pain in back, abdomen and neck") and neck pain ("pain in back, abdomen and neck"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), fatigue ("intense fatigue") and loss of libido ("loss of libido"). The patient was treated with surgery (patient was to undergo salpingectomy or even hysterectomy for removal of essure). Essure was removed. At the time of the report, the abdominal pain, menorrhagia, metrorrhagia, anaemia, insomnia, night sweats, abdominal distension, back pain, neck pain, fatigue and loss of libido outcome was unknown and the uterine haemorrhage had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, anaemia, back pain, fatigue, insomnia, loss of libido, menorrhagia, metrorrhagia, neck pain, night sweats and uterine haemorrhage with essure. The reporter commented: removal of essure planned to be performed in one week. A few days after the report, the patient was to undergo salpingectomy or even hysterectomy for removal of essure. Date of removal was reported as (B)(6) 2018. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case, a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1970 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.